Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized due to the event. The patient was treated with fortum injection (500g each bag, intraperitoneal, discontinued, frequency and duration were not reported) for peritonitis. Two days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The patient has been retrained on the proper aseptic technique. No additional information is available.